Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side "mastitis". Patient additionally reported heat treatment caused discoloration under the left breast, which is not device related. Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation and yellow/brown particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported left side "mastitis". Patient additionally reported heat treatment caused discoloration under the left breast, which is not device related. Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.